Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate reported that the customer was at the hospital for an event unrelated to diabetes. The customer's blood glucose was tested using the contour next link meter and a reading of 165 mg/dl was obtained, whereas the reading obtained with the laboratory testing was 360 mg/dl. There is no allegation of an adverse event. The advocate was advised to return the product for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next link meter and no manufacturing anomalies were found.